Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, brown particles, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: an extended sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact.

Event description:
Health professional reported right side "rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange (rupture noted intra-operatively). This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "rupture." Device has been explanted.